Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, midline came apart in a patient's arm. It was a 20cm provena midline, lot number rejq1293. Uneventful insertion on (B)(6) 2024- placed in left basilic vein in one attempt with great blood return and easy flush after insertion. Was used for intermittent infusions throughout the next 24 hours. Nursing tried to flush about 24 hours after insertion and could not flush. IV team was consulted and we could not flush it either. Nurse took down the dressing and pulled it back a few centimeters (it was 20cm long) and still could not get it to flush so decision was made to pull line. Line was removed without any resistance, but only 7cm upon removal. Immediately placed a tourniquet, got an x-ray and ultrasound (which demonstrated that the retained midline was in the axillary vein). Ir had to retrieve retained midline that night. No other information was provided.